Event description:
It was reported that an insulation anomaly was noted on the lead. Noise was observed and lead fracture is suspected. Lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasion was found at 11.2-12.3cm from the distal tip. External insulation abrasions were found between 43.4-44.4cm from the distal tip, consistent with lead friction to the ICD can. Another external insulation abrasion was found at 1.0-1.2cm from the proximal end. The etfe coating was intact at these locations. The etfe coating of one sensing conductor was abraded at 10.0cm from the distal tip. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.